Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. IFU states maximum rpm for dill should be 40,000, per information provided, drill was going about 50, 000 rpm. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
After further investigation and discussion with the distributor, it was confirmed that no portion of the broken drill was implanted in the patient.

Event description:
It was reported during the operation when the doctor tried to make a hole in the mandible with a drill, two of the drills used broke. One of the drills is missing the broken piece, unable to confirm if the patient retained the broken piece or not.